Event description:
At end of tonsillectomy and adenoidectomy procedure, anesthesiologist noted apparent burn or blister at pt's left outer corner lip line, approx 3/8" in diameter. Pt's mother reports similar mark on the right, 4 days later.